Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) sustained an injury. The details of the injury were not specified.